Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer insulation was melted, the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that the during a pocket revision procedure for drainage, the left ventricular (lv) lead accidently dislodged. It was also reported that repositioning was unsuccessful; therefore, the lv lead was explanted and replaced. No further patient complications were reported as a result of this event.